Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 6/16/2016 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 11mm x 300mm, standard nail per the sign technique manual. Surgeon comment: "we done synthetic bonegraft osteon ii."

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Corrective surgery has not been scheduled as of this date. Sign fracture care international continues to monitor these events as part of our post market activities. A follow up report will be filed when we receive new information regarding this case.

Event description:
We became aware on 12/08/2016, it was reported that a sign im nail implanted to repair, a fracture was found to be broken during a follow up visit.